Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sales associate noticed that the product was fractured while setting up the trays. Attempts have been made and additional information on the reported event is unavailable at this time.